Manufacturer narrative:
A medtronic representative, following up with the site, reported that there is a discrepancy with the "disc space used" between cranial software and spine software. The medtronic representative found that the spine software shows 57% is used and cranial software shows 12% is used. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.

Manufacturer narrative:
The software log data was analyzed, but no information regarding a failure was observed. Unable to determine root cause with the information available.

Event description:
A medtronic representative reported that during a spinal fusion procedure the navigation system became unresponsive. The navigation system would not respond to any selections made with the computer mouse. The site performed a hard reboot on the system and were able to reenter the software and navigate as expected. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.